Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. The initial accu tnl result was 33.0ng/ml (sample a). The result was reported out of the lab. The customer indicated that a new sample (b) from this pt was run for another test and just happen to accidentally run accu tnl too. The accu tnl result from sample b was 0.03ng/ml. The customer then retested that sample b was tested for accu tnl on another instrument in their lab; the result was 0.04ng/ml. Co has not been made aware of any death or injury related to this event.